Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: a1, a2, a3, a4, b4, b5, b7, d1, d2, d4 (item, lot, exp date, UDI), d6a, g3, g4, h1, h2, h4, h10 if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Radiographs were provided. However, they were not reviewed by a health care professional as the image is undated and due to the presence of staples it appears to be either initial post-op or post-revision, neither of which would enhance the investigation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The reported event has been confirmed for ulnar bearings through product return. As the humeral bearing was not returned for evaluation, wear on the humeral bearing cannot be confirmed. Visual examination of the returned ulnar bearings identified signs of use and wear on the surface that interacts with the ulnar component. The humeral bearing was not returned for evaluation. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source belgium. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Will be returned but not yet.

Event description:
It was reported that a patient underwent an initial total elbow arthroplasty that was implanted approximately 7 years ago. Subsequently, the patient had some pain 6 years later and was revised to exchange the polyethylene. During the revision, polyethylene wear was noted and the surgeon took a bit of bone off of the coranoid. Further, synovitis and a little bit of fluid were present within the joint. Due diligence is in progress for this complaint, to date no additional information or product has been received. If further information is received, a follow-up will be submitted.